Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking. This was identified at night in the hospital ward during an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot number 18h10v467. The device was received for evaluation contaminated. During visual examination, a tear was observed in the tubing. The reported condition was verified. The cause was due to a machine error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.